Event description:
Customer reported the nurse was unable to disconnect the male luer of the 2000e from the female luer of the patient's PICC line either by hand or hemostat. The PICC line had to be replaced due to damage that occurred while attempting to remove the valve. There was no patient harm reported. No further patient/ event information was provided.

Manufacturer narrative:
(B)(4). The affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.